Event description:
It was reported via clinic notes that the patient was referred for replacement due to high impedance. It is unknown whether the patient has experienced any trauma or injury to the lead. Per the healthcare professional, the believed cause of the high lead impedance is unknown, "probable lead break". Vns output current was programmed off due to the observed high impedance. Device history records were reviewed for the lead and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No known surgery has occurred to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient underwent a full revision for high impedance. The lead and generator were discarded per hospital policy and therefore have not been received into analysis to date. No additional relevant information has been received to date.

Manufacturer narrative:
Section b4. Date of report: corrected data; initial MDR inadvertently submitted incorrect date of report. Correct date of report: 06/03/2020.

Event description:
Information was received that the patient is calling frequently indicating she has been having an increase in seizures since her device was turned off due to the high impedance. X-rays were taken and notes were received stating that no anomalies were found. No additional relevant information has been received to date.